Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with cefazolin (dose, frequency and route not reported) for peritonitis. On an unreported date, the treatment with cefazolin was stopped. Four days after hospitalization, the patient was discharged. Approximately two weeks after being discharged, peritoneal dialysis therapy was discontinued and a catheter was placed to begin hemodialysis (date not specified).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported and the patient had not recovered. No additional information is available. This is report 2 of 4.